Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a "slight increase in heart rate" and was concerned her right atrial (ra) and right ventricular (rv) leads had come undone. The leads remain in use. No further patient complications have been reported as a result of this event.